Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the distal clevis to be chipped and the conductor cable broken off of the grip jaw. The instrument housing was removed and chemical residue was found on the clamping pulleys. No other damage was found.

Event description:
It was reported that during a da vinci s hysterectomy procedure a plastic piece of the pk dissector forceps instrument wrist broke and fell into the patient. The plastic piece was retrieved and the planned surgical procedure was completed with a replacement instrument. No patient harm, injury or adverse outcome was reported.